Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: nonporous femoral component; p/n: 630700040, l/n: 62650852, durasulâ¿¢ ultracongruent tibial insert; p/n: 627602611, l/n: 63003156, nonporous stemmed tibial; p/n: 630700240, l/n: 62789042, all poly patella; p/n: 630007103, l/n: 61940761. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported during inspection for surgery that the outer and inner packaging seal was broken. Subsequently, the implant was deemed unsterile and was flashed sterilized and used was for surgery. No known adverse event was reported.

Manufacturer narrative:
Complaint sample was evaluated via photos and the reported event was confirmed. The review of pictures provided identified the sterile trays were damaged. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.